Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01644. The patient received her scs system, including an ipg and surgical lead, on (B)(6) 2011. On (B)(6) 2011, it was reported that the stimulation had slowly decreased until the patient could not feel it at all. X-rays showed that the lead had not migrated. Follow up on the patient found that another x-ray was taken of the ipg header, and the lead was observed to be pulled out of the ipg. The physician plans to perform an explant/replacement procedure; however, a surgery date has not been scheduled. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.